Event description:
The incorrect end of the stryker light cable was able to be plugged into the l11 stryker light source light when the power was on the cable illuminated without the scope and camera attached. This caused the end on the sterile field to become hot and melt the sterile drape covering the patient.